Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and had a 4-lead ECG cable connected to the patient. The device was displaying only dashed lines for the patient's rhythm, so they connected defibrillation electrodes to the patient and attempted to get an ECG rhythm through the device's paddles lead. The device still wouldn't show the patient's rhythm. The customer pressed the analyze button and the device returned a "no shock advised " message. The device then showed the patient was in a normal sinus rhythm through the paddles lead ECG. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer confirmed that the patient, a (B)(6) male, survived the event.